Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicates that the communicator allegation is not confirmed. The analysis found no evidence of device anomaly, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the communicator plugin sparked in the power strip and was not connecting. A boston scientific company representative opted to replace the communicator. Additional information from the product investigation indicates that the communicator allegation is not confirmed. The analysis found no evidence of device anomaly, malfunction or damage outside the bounds of normal medical use. The communicator is no longer in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator plugin sparked in the power strip and was not connecting. A boston scientific company representative opted to replace the communicator. The communicator is no longer in service. No adverse patient effects were reported.